Event description:
Customer's husband reported customer received a glucose reading of 98 mg/dl from their freestyle freedom lite meter, which is higher than they felt. Customer's husband reported customer experienced symptoms of hypoglycemia and loss of consciousness. Customer's husband reported treating customer with glucagon shot. Paramedics were called and they treated customer with oxygen and juice. There was no report of any diagnosis, death or permanent impairment associated with this case.

Manufacturer narrative:
Customer's meter has been returned to the lab and an investigation has determined the complaint is not confirmed. All results were within the range specification and no errors were observed during control solution testing. Both reported readings (98 mg/dl and 321 mg/dl) were found in the meter's hyper terminal log; however, they were not taken within 10 minutes.